Event description:
It was reported that the user experienced a hyperglycemic event after the dexcom g7 sensor lost communication with the ilet for several hours, followed by a brief sensor issue alert; the sensor later reconnected and glucose values began to decline, and the event involved intermittent communication failure associated with the device¿s electrical and magnetic components, including the antenna. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included interviews and analysis of information provided by the user. Investigation of this case revealed an interoperability problem between the g7 sensor and the ilet consistent with intermittent communication failure involving the antenna and related electrical or magnetic components. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.